Event description:
It was reported that intermittent post-paced t-wave oversensing was seen in non-sustained rv oversensing episodes and also on real-time egm. It was recommended to reprogram the ppdd to the new nominal of 95 ms. The programming was done and resolved the issue.

Manufacturer narrative:
(B)(4).